Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfxf135 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in israel.

Event description:
It was reported that the white luer cap fell off and blood spilled out of the line. The device was replaced for the patient. No other information was provided.

Event description:
It was reported that the white luer cap fell off and blood spilled out of the line. The device was replaced for the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of connector/cap failure was inconclusive because the returned sample appeared to be a representative lot sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. The sample was received in its original sealed packaging. The sample appeared unremarkable following removal from its sealed package. Microscopic inspection of both luer adapters was unremarkable. Inspection of both luer adapters using an iso taper gauge revealed them to be within manufacturing specifications. Removal and reattachment of the white dead end cap was unremarkable. The cap functioned as intended during pressurization of the sample from the y-site luer adapter. Attachment of multiple non-complainant accessories to both luer adapters was unremarkable. No connector/cap deficiencies were discovered during evaluation of the returned sample; however, the sealed state of the packaging indicated that the submitted sample was not the originally implicated device. Consequently this complaint is inconclusive at this time.